Event description:
It is reported the tip of the drivers fractured.

Manufacturer narrative:
Other devices used: catalog # 00236016625, zimmer hex cannulated screwdriver, lot #62932624 - quantity 2. This report will be amended when our investigation is complete.

Manufacturer narrative:
The hex drivers could have fractured due to off-axis eccentric loading or if the drivers were used under power during final tightening of screws. The surgical technique informs the user to complete final tightening by hand to prevent potential screw cross-threading or damage to the screw or driver. If excessive tightening load is required to seat screws, surgeons are advised to use a solid (not a cannulated) 2.5 mm hex driver. There is no applicable information from the patient history review since this issue was noticed during kit inspection. The instruments had potential field ages of approximately 4 and 5 months at the time of incident with unknown usage histories. Based on information provided, the definitive root cause of this issue cannot be established. This product will be monitored for any adverse complaint trends. The products returned were confirmed to have fractured tips. A technical evaluation confirmed that all measurements taken were within specification. The supplier certification for both lots suggests that the devices passed the hardness test and that the material hardness is within specification. The hex tip on the cannulated driver was fractured off on all three returned cannulated drivers. The dhrs were reviewed for these lots, which the parts originated from, and found conforming to the requirements at the time of manufacture and product receipt.

Manufacturer narrative:
This report will be amended when our investigation is complete.